Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.